Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had foreign objects to come out of the suction port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the user not reprocessing the device prior to returning to olympus led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.